Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during open bilateral salpingectomy through a small incision, the side of the jaw was against patient¿s skin during activation of the ligasure. After activation, the patient had a small first degree skin burn in the external abdomen, at surgical site, approximately 1/2 the size of the ligasure jaw. Abdomen was not entirely dry but was not buried in blood or other fluid. Surgeon was performing a double burn prior to cutting. Ointment/topical medication was the treatment done to the burn.